Event description:
It was reported an atw35 and tr35w were used during a video assisted thoracic surgery, lobectomy. It was reported by the affiliate the staples malformed on pulmonary artery. (No blood transfusion required) the surgeon suture ligated the vessel to close. There was no consequence to the pt.